Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 435 mg/dl. The customer reported having symptoms of vomiting. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. It was also reported that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed and unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. All operating currents are within specification. No unexpected low battery off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test and displacement test. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.